Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. The physician unsuccessfully attempted to remove the delivery device. The entire system was removed from the pt. No pt injuries or complications occurred.